Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Sales rep reported a primary revision reverse shoulder surgery due to unstable joint. No trauma related to implant.

Manufacturer narrative:
Evaluation revealed the humeral cup, the humeral insert and the glenosphere to be the primary products. No further associated products were reported. A physical examination could not be carried out as the devices were not received for evaluation (hospital policy). A review of the device history records revealed no deviation in the manufacturing process. The implants were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a patient had been treated with a reunion right reverse shoulder arthroplasty on (B)(6) 2016. On (B)(6) 2017 the patient presented to the hospital as he was having pain in the right shoulder. Physical evaluation revealed the operative incisions about the right shoulder to be well healed and nontender. The patient had unrestricted passive and active range of motion. The attending surgeon was not able to elicit instability on his examination. Taken x-rays revealed radiolucency about the greater tuberosity. According to the surgeon, this appeared to be an artifact. There was no evidence of loosening of the prosthetic components. According to the surgeon, the patient developed a recurrent instability of the right shoulder despite a conservative treatment. As a consequence the surgeon advised the patient that he would benefit by a more constrained device and a more stabilized prosthetic construct. The patient was revised on april 27, 2017. An assessment of the shoulder joint revealed soft tissue laxity with anterior instability. The components were found to be well positioned and securely fixed. A new glenosphere, humeral cup and insert were implanted. Some soft tissue laxity remained but stability improved markedly. Satisfactory soft tissue tension and shoulder stability without evidence of impingement was noted. As no x-rays were available a medical statement was not possible. A more precise evaluation was not possible based on the given information. With available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s).

Event description:
Sales rep reported a primary revision reverse shoulder surgery due to unstable joint. No trauma related to implant.